Event description:
ICD fired 7 times in one morning. Device interrogated, rapid increase in rv pacing/sensing portion of recalled lead, non-physiologic sensing resulting in shocks related to defib lead fracture.